Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he had high blood glucose and insulin pump had no delivery alarm. The customer¿s blood glucose was 424 mg/dl and was treated with manual injection. Troubleshooting was performed. The insulin pump will not be returned for analysis.